Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The treatment area was a heavily calcified circumflex artery. After placement of a non-abbott catheter, the coronary orbital atherectomy device (oad) and viperwire coronary advance guide wire were advanced distally. During therapy, the tip of the driveshaft was advanced within the 5mm minimum and this was difficult to visualize due to the patient's body habitus. Imaging results showed that the oad appeared to be close to the guidewire. The imaging was poor due to the size of the patient. The physician was advised to advance the viperwire guide wire away from the oad tip. Four low speed treatments were performed. Fluoroscopy imaging was checked but due to the anatomy of the patient, the imaging was not clear, however, a guidewire fracture was observed. The fractured component was in the side branch of the marginal artery and about 2.5 cm in length which was left in-vivo. The physician did not have any concerns for the long-term effects to the patient. A teleport guide catheter was advanced, and a wire exchange was performed for a non-abbott wire. Angioplasty and stent placement were performed to complete the procedure. The patient was stable.